Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device did not meet expected longevity. A low battery voltage was measured; however, electrical analysis did not find any anomalies. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
(B) (4)

Event description:
It was reported that the device had suspected premature battery depletion. It was also noted that the device was programmed to high output in the lv (left ventricle). The device was explanted and replaced. There were no reported patient complications as a result of this event. Additional information received from the patient reported "the battery went dead".

Event description:
It was reported that the device had suspected premature battery depletion. It was also noted that the device was programmed to high output in the lv (left ventricle). The device was explanted and replaced. There were no reported patient complications as a result of this event.